Event description:
It was reported that during coronary artery bypass grafting, a fiber leak was observed at the bottom of the fusion oxygenator. The surgery began without a circulation pump, however, due to a patient complication, the perfusionist urgently needed to set up the circuit. Upon inspection, the oxygenator, filter, and other components appeared normal, and the enclosure was sealed without dents. However, when circulation was initiated, a trickle of saline solution was observed beneath the membrane due to priming, followed by blood leakage. The membrane was inspected for any structural defects or tears but nothing was observed. The surgery was successfully completed without requiring a blood transfusion or any additional interventions. The maximum flow rate was 4.4l/min and the minimum flow rate was 3.4l/min. The use of the device was unspecified. No patient complications have been reported as a result of this event. The oxygenator lot numbers associated with the pack are 231178386 , 231010439 and 231010438.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information b5: the device was replaced to complete the procedure. Medtronic received additional information that the patient lost 150cc of blood as a result of this leak. There was no air in the system/tubing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.